Event description:
Aloe vera I hear that is for people if they have super sensitive skin. Do not buy lube life warming lube, would have spent 75k to 100k if I didn't have insurance, 6 different doctors, 4 hospital visits, to end in a 8 month forever burn. I had a massive yeast infection so bad, it was burning like a uti(urinary tract infection), (I had no idea yeast infections can crack your vagina, look it up), uti, and a microplasma. I thank god I been burn free for one month now. Also took 10 to 15 different pills (antibiotics, most didn't work, high tolerance) which burned and weakened my stomach lining, causing vomiting. The company says it made with chili peppers, and when I call they said it affects everyone differently but the reviews online say otherwise. This product. Reviews have now tripped with complaints. It's burning more and more people since my last report. Please do an investigation independently. They need to be banned. Rates dropped more and more since I reported. There needs to be a class action.